Event description:
It was reported the electrocardiogram showed there were pacing spikes in the qrs. The patient experienced palpitations. The reporting physician did not notice any problems during follow up. The device remains in use and no patient complications have been reported as a result of this event.